Event description:
It was reported via repair work order that the fluid warmer could potentially fall due to a broken IV pole clamp. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.